Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing of the lead found no indication of conductor fractures or internal shorts. No other anomalies were seen.